Event description:
Customer reports that the table is not turning on . The urology system did no harm to the pt.

Manufacturer narrative:
The service rep replaced the lvps and the interconnect cable. He tested the system to ensure proper operation. Proper esd precautions were observed.